Event description:
A patient reported they had their device replaced because their previous device was having problems with the impedance being off and they were not sure why that was happening. No further communications were reported/anticipated.